Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 500's (mg/dl) with ketones since the customer's settings were changed by the customer's health care provider (hcp). The customer delivered correction boluses via insulin pump and manual injections. The customer has been in contact with hcp who requested customer increase the overnight basal rate settings to 0.1 unit per hour, and called tandem technical support for assistance. However, during the call, the customer was unsure which overnight segment hcp wanted changed. It was confirmed that the customer would consult with hcp before modifying the settings on the pump.